Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a raw, open, painful skin irritation under the left therapy electrode. The patient did not receive any medical intervention. Follow-up indicated that the patient had ended use due to the skin irritation. The medical outcome of the skin irritation is unknown.